Event description:
On 24th february 2025, rayner receievd notification from a healthcare facility in australia of an event that occurred during use of a rayone emv rao200e. The event description provided states that the surgeon felt "much pressure" during injection and when continuing with the procedure noticed that the trailing haptic did not expel. A sinskey hook was used to pull the haptic out; however, immediately following implantation into the eye tears were observed in the lens optic necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the surgeon felt "much pressure" during injection and when continuing with the procedure noticed that the trailing haptic did not expel. A sinskey hook was used to pull the haptic out; however, immediately following implantation into the eye tears were observed in the lens optic. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The verbatim report received states that the surgeon felt "much pressure" during injection and when continuing noticed the trailing haptic did not expel. This is indicative of a blocked/trapped lens. The rayone IFU "use of rayone" section "fig 7" states ""press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continuing injection at the point resistance was encountered is a deviation from the IFU and is the causative factor for the lens being delivered in a damaged condition into the eye. Our review of production records for the rayone emv rao200e batch 054241766 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 054241766.